Manufacturer narrative:
H.6. Investigation: sample was received and three photos were forwarded to our quality team for evaluation. From the photos, the needle pierced through the catheter was observed. Therefore, the investigation was able to confirm the customer experience. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, this would have occurred during product application when the product was manipulated or during assembly of catheter. A project, CAPA#590840, has been completed to further address actions required to prevent this incident from occurring during the assembly of the catheter.

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was already damaged before use.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ IV catheter tip was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was already damaged before use."